Event description:
It was reported that it was impossible to unscrew the mount from the implant during placement and implant was removed. Another implant has been placed in order to complete the procedure.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided. PMA/510(k) number: k013227.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The following sections have been updated: h3: device evaluated by manufacturer: change ¿no' to 'yes'. One implant was returned for investigation (image attached in complaint). Visual evaluation of the as returned product identified no malfunction was that would contribute to the event. During a functional test the mount screw actually unscrewed from the implant, with no issues. A pre-existing condition noted on the per was unknown bone density type. The reported device was located on tooth # 37 (fdi) and was placed and removed on the same day. The customer did not provide any pictures or x-rays. Review of appropriate documentation: documents reviewed: 4869 rev 9-10/19; breakage; page 2. DHR review was completed for the subject lot number (1248956). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1248956) for similar events and no other complaint was identified. Review completed utilizing keywords: 'does not disengage/release' may post market trending was reviewed and there were no actionable events or corrective actions for the reported event (does not disengage/release) or product (tsvb11). No actionable items have been triggered that will affect complaint handling on our end for this month. Based on the available information, device malfunction did not occur and the reported event was unconfirmed.

Event description:
No further event information is available at the time of this report.